Manufacturer narrative:
Findings: unit received with depleted duracall quantum alkaline battery installed. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. Unit uploaded properly using carelink pro. Unit had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was a diabetic low blood glucose incident. The caller stated that the customer had diabetes complications ¿ the customer had a low blood glucose incident while in the shower. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death, as it had been disconnected by the customer shortly before getting into the shower and passing. The next of kin was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with depleted battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The insulin pump uploaded properly using carelink pro. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.